Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the telescope and the sheath were kinked and the imaging window was twisted. Impedance testing showed an electrical open at the distal end of the catheter, between 0-10 cm from the distal housing. The reported event of image loss is confirmed. The open distal end and kinked sheath found during visual inspection could have contributed to the event. However, the kinked telescope and twisted imaging window could not have contributed to the event.

Event description:
Reportable based on device analysis completed on 08 aug 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image was dark and could not be shown. The procedure was completed using another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was twisted.